Event description:
It was reported by service report that the fowler was drifting due to sticking fowler release handles. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - fowler; fowler release handles.